Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avrnt) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered heart block av requiring a pacemaker implantation. During the procedure, heart block av was confirmed by electrocardiogram (EKG). A pacemaker implantation was required. The patient was reported to be in stable condition after pacemaker implantation. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Should any new information be obtained it will be assessed and processed accordingly. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.